Event description:
Only a quarter of a tampon came out... Realized that the tampon I had was damaged and split in 2 device physical property issue. Case narrative: consumer reported via email that the tampon was damaged and split in 2. No injury was reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.